Event description:
The pump was hooked up to pt in the labor and delivery unit and set up to run at 2ml/min. Approx one minute after the pump had started to infuse, the attending nurse noticed the solution in the drip chamber appeared to be running at a wide open, or rapid rate. The setting on the pump was still set at 2ml/min. The piggy back pitocin for contraction stimulation was immediately disconnected. The hyperstimulation created a 6 minute long contraction, resulting in fetal distress. The fetal heart rate at this time was at 60-70 bpm and lasted for a period of 6.5 to 7 minutes. Medication (terbutaline) was administered to stop the contractions, and the fetal rate returned to a normal 120 bpm. There is no evidence of complications to mother or infant at this time. The attending nurse did observe that a worker in the vicinity of the pt room was conversing on a wireless transmitting device at the time of the incident.